Manufacturer narrative:
The event date is estimated. The method, results and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-00003. It was reported that the patient is experiencing post laminectomy pain and pain at the ipg site. The patient has tried trigger point injections and lidocaine patches but it has not helped their pain. As a result the patient may undergo surgical intervention.

Event description:
Follow up information received that the patient underwent surgery in which the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.